Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. The scanner was inspected the sr8 was compared to another in house unit with the same image settings and looked normal with no visual errors noted. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed two other similar complaint(s) from this serial number. In previous investigations (files 1149651 and 1211142), the root cause has been inconclusive as the reported issue could not be duplicated during evaluation.

Event description:
Per tm, poor image quality.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed two other similar complaint(s) from this serial number. In previous investigations (files 1149651 and 1211142), the root cause has been inconclusive as the reported issue could not be duplicated during evaluation.

Event description:
Per tm, poor image quality.